Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was rebooting at random. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/07/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2013 with the following findings: during investigation, the pump history was reviewed and showed the pump had rebooted. There was no damage observed to the battery compartment. The battery cap was not returned with the pump and a test cap was used for testing purposes. The pump powered on with no alarms. During testing, the pump was exercised for 24 hours with no power issues occurring. The pump was opened and no damage was found to the power circuit. The issue of intermittent power was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.